Event description:
In 2001, an sjm mechanical heart valve was implanted (model unknown). On (B)(6) 2018, the patient presented at the hospital with single vessel disease and severe aortic root dilation. On (B)(6) 2018, the device was explanted during a re-do sternotomy with bentall procedure and coronary artery bypass graft surgery (cags) and replaced with a 27 mm magna ease heart valve. Upon explant, pannus formation was observed. The patient is reported to be stable.

Manufacturer narrative:
An event of valve explant "during a re-do sternotomy with bentall procedure and coronary artery bypass graft surgery" was reported. The reported pannus was confirmed. A small amount of pannus was confined to orifice rim. The mechanical leaflets opened and closed completely and easily. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated the procedure was performed subsequent to the patient presenting with "single vessel disease and severe aortic root dilation."